Event description:
The manufacturer received information alleging inflammation and blood clots in the trachea . The reporter stated that the patient almost suffocated and the ventilator alarm did not go off. The field service engineer visited the home where the alarm was not set. The alarms were reset on the device. Later in the evening, the reporter called again due to too many alarms. The hme humidification filter was not being used correctly and the ventilation was not being humidified therefore the trachea became inflamed causing blood clots. The patient required to be seen by a doctor due to the tracheotomy bleeding. Bleedings were reported to stop since the replacement device has been issued and the patient is reported to be doing well. The device has been replaced and training has been given at the patient home. Device has not been evaluated by the manufacturer. A follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging inflammation and blood clots in the trachea. The reporter stated that the patient almost suffocated and the ventilator alarm did not go off. The field service engineer visited the home where the alarm was not set. The alarms were reset on the device. Later in the evening, the reporter called again due to too many alarms. The hme humidification filter was not being used correctly, and the ventilation was not being humidified therefore the trachea became inflamed causing blood clots. The patient required to be seen by a doctor due to the tracheotomy bleeding. Bleedings were reported to stop since the replacement device has been issued and the patient is reported to be doing well. The device has been replaced and training has been given at the patient home. Device has not been evaluated by the manufacturer. A follow-up report will be filed when the investigation is complete. The device was evaluated by the manufacturer's product investigation laboratory (pil) and reviewed the event log from the device and noted the software version was 1.06.05. Per the log, the 17 log was overwritten due to errors being logged after the device was retrieved from the patient. Pil observed multiple patient alarms in the log on 09/07/2023. Pil noted that, in the device's alarm settings, tidal volume was 360/1000 ml, minute ventilation was off, respiratory rate was off, circuit disconnect was set to 20 seconds, and the alarm volume was medium. Pil then ran therapy with a test lung, utilizing the existing device settings, for approximately 7 hours without issue. The device passed all post testing on the pil trilogy evo multifunctional test station. Pil concluded that the trilogy evo international device operates as designed.